Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incomplete upgrade from version 1.6.1 to version 1.11. The field service engineer manually upgraded the station to version 1.11 and verified successful login and inventory operations. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was unable to launch after the upgrade. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.